Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device history review revealed no nonconformities, rework or deviations that would cause or contribute to the reported problem of hernia. The direct cause of the reported event of hernia could not be determined. Should additional relevant information becomes available; a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The hernia was a preexisting condition prior to pd therapy; as a result, the cause of the event was unknown. The patient was hospitalized for hernia repair surgery. Four days after admission, the patient was discharged from the hospital. Therapy was ongoing. At the time of this report, the patient is recovering. No additional information is available.